Event description:
Device malfunction: none. Symptoms/ae: in-stent thrombosis, neurological event. Time of ae: 22 days after the procedure. It was reported that 22 days post an uneventful right internal carotid artery (rica) stenting procedure, the patient presented to the emergency room with left-sided weakness, left facial numbness and amaurosis fugax. An angiogram of the rica found total occlusion from in-stent thrombosis. Thrombolytics were administered. The amaurosis fugax resolved within 24 hours; however, the left-sided weakness is continuing with improvement. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. There was no rx acculink device malfunction reported. Neurological deficits, visual disturbances and in-stent thrombosis are known potential adverse events associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.